Event description:
It was reported that a smiths medical fluid warmer admin setr had a leak noted at the top of the drip chamber where the clear plastic meets the white bag spike. No adverse patient effects were reported.